Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier failed. The field service engineer (fse) attempted to uninstall and reinstall drivers, which did not resolve the issue. The fse then reimaged the device, and this corrected the problem. Functionality was confirmed as the biometric identifier was successfully used for login by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID had intermittent issues. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.